Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. Additionally no recorder strip was returned for investigation. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that " the iabp shut off while we were transporting a patient. It turned back on and then shut off again 30 seconds later. Happened 3 times. Battery is full." Troubleshooting was attempted by recycling the pump power, however the issue was resolved by switching to another pump. There was no patient harm or injury.

Event description:
It was reported that " the iabp shut off while we were transporting a patient. It turned back on and then shut off again 30 seconds later. Happened 3 times. Battery is full." Troubleshooting was attempted by recycling the pump power, however the issue was resolved by switching to another pump. There was no patient harm or injury.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.